Event description:
Pt reports that she was initially implanted with spinal instrumentation on 1/29/93 due to pseudoarthrosis l5-s1 with left nerve root impingement. The pt claims she had numerous wound infections from the hardware. Pt also reports severe pain. Due to a staph infection, the pt had a removal and reinstrumentation on 8/27/83. The pt underwent add'l surgery due to another staph infection and e. Coli infection and had a complete removal of all spinal hardware on 9/3/96.